Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient kept feeling a "vibrating" every six seconds that went through their leg. Patient said it went down their leg and their toes curled. This started last week when they saw the doctor. The doctor had checked the ins and said the ins battery was low. When they turned stimulation off, the vibration down the leg stopped. They turned stimulation down, but turning stimulation down did not resolve the issue. The option to change the program was reviewed, but the patient only had access to one program. They were redirected to their healthcare provider to further address the issue.